Event description:
Information received from the field does not address the patient's clinical status but notes that while in the hospital's telemetry unit, the device exhibited intermittent loss of atrial and ventricular capture. A holter monitor revealed no capture or sensing anomalies. The device will remain programmed in vvir mode and follow-up will continue.